Event description:
It was reported that smallbore 6 inch ext vlv had flow issues. This occurred on 6 occasions. The following information was provided by the initial reporter: material #: 20039e batch/lot #: unknown 20125766. It was reported that they cannot flush the pigtails when they are first used. Verbatim: the smartsite extension 20039e tubing (pigtail) that goes from a needleless connector to a luer lock that is used for drawing blood from an IV start and for saline locks frequently does not allow the phlebotomy with a vacutainer, but does work if you remove the vacutainer and add a syringe. Some staff tell me that they attach a syringe and test the pigtail before use. Others replace the ones that do not work after the venipuncture.

Manufacturer narrative:
The following field was updated due to corrected information: b.5. Describe event or problem: it was reported that smallbore 6 inch ext vlv had flow issues. This occurred on 6 occasions. The following information was provided by the initial reporter: material #: 20039e batch/lot #: unknown 20125766. It was reported that they cannot flush the pigtails when they are first used. Verbatim: the smartsite extension 20039e tubing (pigtail) that goes from a needleless connector to a luer lock that is used for drawing blood from an IV start and for saline locks frequently does not allow the phlebotomy with a vacutainer, but does work if you remove the vacutainer and add a syringe. Some staff tell me that they attach a syringe and test the pigtail before use. Others replace the ones that do not work after the venipuncture. H.6. Investigation: five samples (model #20039e) were returned by the customer. It was reported that they cannot flush the pigtails when they are first used. Due to an ongoing investigation related to this failure mode, the samples were sent to another bd testing facility for testing. Additionally, CAPA#1998036 has been initiated and a team has been assembled in order to further investigate this issue. A device history record review for model 20039e lot number 20125766 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 9th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20125766 regarding item #20039e.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 20125766. Medical device expiration date: na. Device manufacture date: 2020-12-04. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that smallbore 6 inch ext vlv had flow issues. This occurred on 6 occasions. The following information was provided by the initial reporter: material #: 20039e. Batch/lot #: unknown 20125766. It was reported that they cannot flush the pigtails when they are first used. Verbatim: the smartsite extension 20039e tubing (pigtail) that goes from a needleless connector to a luer lock that is used for drawing blood from an IV start and for saline locks frequently does not allow the phlebotomy with a vacutainer, but does work if you remove the vacutainer and add a syringe. Some staff tell me that they attach a syringe and test the pigtail before use. Others replace the ones that do not work after the venipuncture. This may be a defective product or a product incompatibility. This has been going on for at least two months and the defective devices and wrappers have been returned to materials management. I am out of ideas. This has been going on for longer than two months and we have been trying to trouble shoot on the units and the ed to get the product to work every time. This is not an issue with our nursing staff. I have rounded and observed many instances where this is happening throughout the building. Nor have I heard from any other locations than the ER. And several locations use the my staff who goes to the floors everyday has not heard anything.